Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, broken reservoir tube lip, cracked battery tube threads, missing end cap sticker and scratched casing.

Event description:
Customer's father reported that customer was involved in a motorcycle accident but was not the driver. He stated that the insulin pump was cracked where the reservoir goes in and that the reservoir could still be inserted but he did not think it would last for long. He did not know the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.